Event description:
It was reported that the user experienced two consecutive leaking insulin cartridges, then changed the cartridge and resumed insulin delivery; the user reported placing the cartridge first and then attaching the connector and tubing, and confirmed they were not overfilling the cartridge. Customer care provided assistance that included counseling of use technique. Investigation of this case revealed a suspected cartridge integrity or connection issue consistent with leakage at the cartridge or interface, with no pump alarm activation. No adverse clinical symptoms reported as there was no change in blood glucose. Outcomes included no medical intervention and hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was probable user interface or connection issue at the cartridge-to-tubing assembly.